Manufacturer narrative:
H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the first image shows the device package with its corresponding identification. In the other images, the detached suture capture is shown on a gauze pad with visible debris. Similarly, the other images also show the presence of debris on the jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscal root repair during an acl operation, it was noticed that the firstpass mini straight upper jaw was detached when entering the joint. The device broke inside the patient, and the broken pieces were removed using tweezers. The procedure was resumed, with a delay of less than 30 minutes, using an equivalent sn back-up. No further complications were reported.